Event description:
Consumer called stating that when reclining the power chair clicks, pops, jerks, makes noise and doesn't recline back to full seating position.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that her tdxsp-cg power chair allegedly clicks, pops, jerks and makes noise when reclining. Also, when reclining, she doesn't get back to the full seating position. Consumer also alleges that the legs (possible leg rests) are broken. Consumer verified that a technician from her dealer was at her home and is to come back with additional parts for repairs. Invacare advised her to advise the technician of any remaining issues with the chair. No injury alleged.